Manufacturer narrative:
Device history record review was conducted for ob regular 40ct, lots 21097dd & 21236dd. No trends were identified for these lots. There were no nonconformances that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
The string pulled all the way out and could not remove the plug; the same happened yesterday again [device breakage]. Tampon stuck inside [foreign body in reproductive tract]. Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a (B)(6) year old female who was using o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of o.b. Original tampons - applicator and non-applicator versions. On (B)(6) year old, after inserting the product, the consumer attempted to remove the product, but the string pulled all the way out, and she could not remove the plug. Subsequently, on (B)(6) year old, her general practitioner removed the product, and an unspecified "medication or treatment" was prescribed. After this event, the consumer tugged on the strings before inserting them. On (B)(6) 2022, while the consumer was at an unrelated doctor appointment, the "same happened," further described as the string had "moved" and had come out with 1 thread of the string being unattached and the other being attached. The consumer was able to reach in and remove the tampon on her own. As of (B)(6) 2022, the status of product use was not reported. No additional information was provided.